Manufacturer narrative:
The device was explanted but not returned. The manufacturing records were reviewed and no non-conformities were found.

Event description:
It was reported to nevro that shortly after the trial procedure, the patient developed discomfort in the right leg. X-rays confirmed both leads were in the correct position; however, the physician decided to pull the leads. Follow-up indicated that the patient has recovered without sequelae.